Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as a burning irritation to the patient's skin. The patient was diagnosed with a nickel allergy. The patient's doctor prescribed hydrocortisone cream for the skin irritation. There was no alleged device malfunction. Follow up was completed and the skin irritation was improved.